Event description:
The customer reported that the buttons were not responding on the insulin pump during bolus programming and numbers were ramping up on the display. A button error alarm occurred. Customer's blood glucose was 220 mg/dl. The customer agreed to return the device for analysis.

Manufacturer narrative:
No button error alarm. The insulin pump had an intermittent button response due to moisture damage keypad trace. The insulin pump minor scratches on lcd window, cracked case near display window corners and cracked reservoir tube lip. The numbers do not ramp up or scroll bar moving with no input.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.